Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent a right knee arthroplasty due to degenerative joint disease. One depuy cement product was used during the primary operation. The surgeon reported no intraoperative complications. On (B)(6) 2019, the patient had a revision of the right total knee arthroplasty due to failed right total knee arthroplasty, with marked tibial subsidence, advanced medical tibial bone loss, and recurrent varus deformity with instability, frank loosening of tibial tray, and pain. The surgeon noted there was gross loosening of the tibial component with loosening and fragmentation of the cement below the medial tibial base plate. The femoral component appeared to be well fixed, but in slight flexion. The patella was well fixed and not removed. Bone loss and cement debris and loosening of the components was also noted. Competitor components were used along with 2 competitor cements. Doi: (B)(6) 2015. Dor: (B)(6) 2019, (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.